Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and confirmed that they had no further issues with arm 1. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, arm 1 instrument moved to a right angle, and the jaws could not be opened or closed. The troubleshooting began with the customer calling after the procedure to describe the problem. The customer was advised to perform a hard power cycle prior to starting the next case. Error logs revealed failures including installed instrument engagement issues and grip calibration failures on arm 1. The customer ultimately moved forward by converting the procedure to use three arms instead of four. Subsequently, the customer later indicated that they experienced no further issues with arm 1 and reported that the system was functioning properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: universal surgical manipulator (usm) was disabled, and the procedure was completed with 3 arms.